Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that app did not accurately record doses delivered by the inpen, with doses often recorded as lower than set or not recorded at all. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-105nnblna.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Unable to obtain first bond date, last bond date, and battery percentages due to no data from looker studio. Inpen passed baseline and wireless functionality. App logbook displayed: 12.5u, 14.5u, 14.5u, 13.5u, 13.5u, 13.5u, 14.5u, 14.5u, 13.5u, 13.5u. Inpen passed displacement dose accuracy. However, on the logbook different units were recorded. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Performed battery investigation and measured 2.960v. Performed leak test and no delivery anomaly was noted. Performed electrical investigation. Encoder contacts were soldered and probed to oscilloscope. While attempting to transmit a signal, the scope displayed irregular/inconsistent pulses. The fact that irregular/inconsistent pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen did not transmit accurate doses during testing. Therefore, the customer concern of dose log inaccuracy was confirmed. Customer concern was isolated to the mechanical assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.